Event description:
It was reported that a patient underwent an unspecified fusion procedure with implantation of screws and rods. Approximately one month post-op, the patient underwent a revision surgery to correct a loosened cranial set screw. Patient outcome was listed as good.

Manufacturer narrative:
(B)(4): a review of the device history records for this device was not possible without additional device information. No defect was found on the setscrew. With the provided information, the root cause of the setscrew loosening has not been determined. The asymmetry of the contact with the spinal rod might be due to a spinal rod still angled inside the connection (angle in the sagittal plane). A rod not properly seated in the connection head can reduce the performance of the connection including setscrew loosening.